Event description:
It was reported the deflectable videoscope displayed a sandstorm image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the image output signal wire was broken or had a short circuit due to external stress such as excessive twisting, bending, etc. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.